Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can further information be provided regarding what is meant by ¿one side of the stapler lifted away from the anastomosis¿? Can further information be provided regarding what is meant by ¿one half of the staples did not form¿? Did the device cut and staple in equal length? On which firing did the issue occur? Was the device being fired across staple lines when the event occurred? Could you please provide further information regarding the shape of the staples? Did the issue occur during the resection or during the creation of the anastomosis? Was there any difficulty in attaching the two halves of the tissue together? How long was the surgical procedure delayed by (minutes/hours)? What is the current patient status?

Event description:
It was reported that during a colorectal procedure, the device was used for the anastomosis. The staple gun was applied and fired, as the blade was fired one side of the stapler lifted away from the anastomosis meaning one half of the staples did not form. Patient then required a re-do of the anastomosis meaning longer anaesthetic. There were no patient consequences reported.